Event description:
Customer reported that his insulin pump threshold suspended, based on an erroneously low reading, while his blood glucose was around 250 mg/dl. Customer stated he was no longer using sensors. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.